Manufacturer narrative:
The customer¿s report of an over infusion of chemotherapy medication was not identified. An in depth analysis of the pcu log files were inconclusive and show that pump module s/n (B)(4) was programmed for both a primary and a secondary infusion with different vtbi on multiple occasions on the date of incident. There were no obvious programming errors that would result in the reported event. There were several primary infusions programmed that completed and were eventually stopped by user. During the infusion there were multiple air in line alarms, flo stop open alarms (13 seconds total), as well as a delay programmed for 5 minutes.the secondary infusion ran for 1 minutes 22 seconds. This was the only programed infusion on pump module on the date of reported incident. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. The root cause was not identified.

Event description:
The customer reported that a chemotherapy medication infused faster than expected. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a chemotherapy medication infused faster than expected. Although requested, there were no further details or information provided and no report of harm.